Event description:
Health professional reports: protime system inr result 1.3. Unspecified lab system inr result 2.4. Pt therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR unable to perform evaluation as device not being returned from user facility and user facility unable to provide serial number of device involved.